Event description:
Based on additional information received on 04-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added this unsolicited case from united states was received on 04-dec-2017 (additional information was received on 05-dec-2017, both the information was processed together with clock start date of 04-dec-2017) from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and can't put any weight on it, was bruised, knee due to post injection pain/knee feels like a bad toothache/burns and swelling/swollen on the same day. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, at 09:00 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for bone on bone arthritis. Later the patient was told that the product had been recalled. It was reported that the patient had been using ice on her knee due to post injection pain and swelling on the same day. On the same day, patient's knee felt like a bad toothache and could not put any weight on it and had to hop on a cane. Also reported that it was bruised, swollen and burns so the patient was keeping ice on it and had contacted her health care professional (hcp). Corrective treatment: hop on a cane for can't put any weight on it, ice for other events except device malfunction. Outcome: unknown for all events. A global pharmaceutical technical complaint (ptc) was initiated with the global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: important medial event for device malfunction additional information was received on 04-dec-2017 and 19-dec-2017 (both processed with the clock start date of 04-dec-2017). The case was upgraded to serious. Global ptc number was added. Additional event of device malfunction was added along with details. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 04-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, right knee pain, right knee swelling and contusion of knee. Based on the available information, temporal relationship can be established between the events and the suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
Based on additional information received on 04-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added this unsolicited case from united states was received on 04-dec-2017 (additional information was received on 05-dec-2017, both the information was processed together with clock start date of 04-dec-2017) from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and can't put any weight on it, was bruised/ right knee bruised, right knee burned like heat stroke, worst sunburn, could not walk, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain, swelling/swollen/ knee swelled on the same day. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, at 09:00 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for bone on bone arthritis. Later the patient was told that the product had been recalled. It was reported that the patient had been using ice on her knee due to post injection pain and swelling on the same day. On the same day, patient's knee felt like a bad toothache and could not put any weight on it and had to hop on a cane. Also reported that it was bruised, swollen and burns so the patient was keeping ice on it and had contacted her health care professional (hcp). Patient reported that her knee burned like heat stroke, the worst sunburn and worst toothache imaginable. She said that her knee swelled and bruised and she could not walk. She was in excruciating pain. Corrective treatment: cane for could not walk; hop on a cane for can't put any weight on it; keeping ice, hydrocod/ acetam for bruised/ right knee bruised, right knee burned like heat stroke, worst sunburn, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain, swelling/swollen/ knee swelled and not reported for device malfunction. Outcome: unknown for device malfunction and can't put any weight on it; not reported for other events a global pharmaceutical technical complaint (ptc) was initiated with the global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: important medial event for device malfunction; disability for could not walk additional information was received on 04-dec-2017 and 19-dec-2017 (both processed with the clock start date of 04-dec-2017). The case was upgraded to serious. Global ptc number was added. Additional event of device malfunction was added along with details. Text was amended accordingly. Follow up was received on 18-dec-2017. No new information received additional information was received on 08-jan-2018 from the patient. Events of could not walk and right knee burned like heat stroke, worst sunburn were added. Event of bruised was updated to bruised/ right knee bruised; knee due to post injection pain/knee feels like a bad toothache/burns was updated to knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain; swelling/swollen was updated to swelling/swollen/ knee swelled. Outcome for the events of bruised/ right knee bruised, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain, bruised/ right knee bruised and swelling/swollen/ knee swelled was updated from unknown to not recovered. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 8-jan-2018: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty,unable to walk, right knee pain, right knee swelling and contusion of knee. Based on the available information, temporal relationship can be established between the events and the suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company a the causal relation of the events to the product cannot be excluded.

Event description:
Based on additional information received on 04-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 04-dec-2017 (additional information was received on 05-dec-2017, both the information was processed together with clock start date of 04-dec-2017) from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and can't put any weight on it, was bruised/ right knee bruised, right knee burned like heat stroke, worst sunburn, could not walk/ unable to walk, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain/ sharp, pounding, burning pain, swelling/swollen/ knee swelled on the same day. Also device malfunction was identified for the reported lot number. Also on the same day, patient was occasionally losing strength in leg. Concomitant medications included carvedilol for high blood pressure, lisinopril for high blood pressure, liraglutide (victoza) and insulin glargine (lantus solostar) for diabetes. Medical history included high cholesterol, double bypass, hepatitis b. Patient was allergic to steroids (ended up in intensive care unit), statins (swelling and rash), dexlansoprazole (dexilant) and sucralfate (carafate)- vomit. On (B)(6) 2017, at 09:00 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for bone on bone arthritis. Later the patient was told that the product had been recalled. It was reported that the patient had been using ice on her knee due to post injection pain and swelling on the same day. On the same day, patient had sharp, pounding and burning pain and patient was occasionally losing strength in leg. On the same day, patient's knee felt like a bad toothache, could not put any weight on it, had to hop on a cane, was unable to walk at all and was confined to bed. Also reported that it was bruised, swollen and burns so the patient was keeping ice on it and had contacted her health care professional (hcp). Patient reported that her knee burned like heat stroke, the worst sunburn and worst toothache imaginable. She said that her knee swelled and bruised and she could not walk. She was in excruciating pain. Patient consulted health care professional on (B)(6) 2017, (B)(6) 2018. As of (B)(6) 2018, patient needed a brace and a cane. Corrective treatment: cane and brace for could not walk/ unable to walk; hop on a cane for can't put any weight on it; keeping ice, hydrocodone/paracetamol (acetaminophen w/hydrocodone), ibuprofen (advil), ciprofloxacin hydrochloride (ciprofloxacin), camphor/eucalyptus globulus oil/menthol/syzygium aromaticum oil (blue-emi tiger balm), menthol (stopain), capzasin, paracetamol (tyelnol) for bruised/ right knee bruised, right knee burned like heat stroke, worst sunburn, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain/ sharp, pounding, burning pain, swelling/swollen/ knee swelled and not reported for other events except device malfunction outcome: unknown for device malfunction and can't put any weight on it; not recovered for other events a global pharmaceutical technical complaint (ptc) was initiated with the global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: disability for could not walk/ unable to walk, device malfunction and confined to bed additional information was received on 04-dec-2017 and 19-dec-2017 (both processed with the clock start date of 04-dec-2017). The case was upgraded to serious. Global ptc number was added. Additional event of device malfunction was added along with details. Text was amended accordingly. Follow up was received on 18-dec-2017. No new information received additional information was received on 08-jan-2018 from the patient. Events of could not walk and right knee burned like heat stroke, worst sunburn were added. Event of bruised was updated to bruised/ right knee bruised; knee due to post injection pain/knee feels like a bad toothache/burns was updated to knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain; swelling/swollen was updated to swelling/swollen/ knee swelled. Outcome for the events of bruised/ right knee bruised, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain, bruised/ right knee bruised and swelling/swollen/ knee swelled was updated from unknown to not recovered. Clinical course was updated and text amended accordingly. Additional information was received on 22-jan-2018 from patient. Patient's height was added. Medical history, past drug, concomitant medications and concurrent conditions were added. Additional events of occasionally losing strength in leg was added along with details. The event term knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain was updated to knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain/ sharp, pounding, burning pain and could not walk was updated to could not walk/ unable to walk. Seriousness criteria of device malfunction was updated to disability. Corrective treatment for could not walk/ unable to walk, bruised/ right knee bruised, right knee burned like heat stroke, worst sunburn, knee due to post injection pain/knee feels like a bad toothache/burns/ worse toothache/ excruciating pain/ sharp, pounding, burning pain, swelling/swollen/ knee swelled was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty,unable to walk, right knee pain, right knee swelling and contusion of knee. Based on the available information, temporal relationship can be established between the events and the suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company a the causal relation of the events to the product cannot be excluded.